Event description:
Pentax 1t flexible pediatric colonoscope. Two colonoscopes, pediatric version and one adult colonoscope were sequentially inserted into the rectum with the patient in the left lateral decubitus position. Scope was advanced by following the lumen, periodic withdrawal, torquing and change in position. The scope was advanced to the cecum. The first two scopes both became damaged during the procedure. The first one, scope (B)(4) was not able to be passed with a snare. The second one, (B)(4), the equipment broke during the procedure, the wheel snapped on the scope. For that reason, a third colonoscope had to be inserted. The scope was advanced to the cecum. Preparation was poor throughout making adequate visualization impossible. Severe diverticulosis was seen throughout.